Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported the patient had dysphagia for a while which was bad enough that they had to have a percutaneous endoscopic gastrostomy (peg) tube placed. The physician believed the dysphagia was related to the deep brain stimulation (dbs). The physician tried decreasing stimulation, which might have helped a little. It was also noted the patient was implanted in the subthalamic nucleus (stn). No further complications were reported.